Event description:
A healthcare facility reported that the water out alarm on an mr850 respiratory humidifier was faulty. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint humidifier was returned to fisher & paykel healthcare's regional office and service center in (B)(4) for performance testing. Results: the reported fault was not replicated during performance testing. Conclusion: the mr850 operated properly during performance testing. The reported fault was not replicated- no fault was found with the complaint device.